Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
End-user alleges that sam300p unit will not power on, also status indicator light does not flash red or green. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 14th march 2013. The device was returned for failing to switch on, and lack of flashing status indicator. The fault was traced back to the positive battery terminal pogo pin being bent and stuck inside the device. The damage observed on the pogo pin would likely have been due to an external force, i.e. Incorrect installation of a pad-pak, however, this could not be verified by other means as there were no visual abnormalities with the plastics on the returned pad-pak. Information from the history log shows the last log entry was recorded on the 12th november 2017. Therefore, it is assumed the pogo pin became damaged after this time, as the device would no longer have been capable of performing self-tests. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
End-user alleges that sam300p unit will not power on, also status indicator light does not flash red or green. No patient involved.